Event description:
Additional information received noted that the leads were cut during explant.

Event description:
It was reported that the patient was implanted with a peripheral stimulation system with subcutaneous leads, but never had therapeutic effect and experienced uncomfortable stimulation. The system was explanted. It was reported that there was no injury or adverse event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# v742233, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3888-33, lot# v746983, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 3708220, lot# serial# nkb010982v implanted: 2011-07-13 explanted: 2013-04-29 product type extension product ID 3888-45; lot# v742233, implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3888-33, lot# v741237, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no significant anomaly and it was noted it was functionally okay. Analysis of the leads (lot# v742233, v741237, v742233, and v746983) revealed no significant anomalies, but it was noted the body of the leads were cut through. Analysis of the extensions (serial# (B)(4)) revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.